Event description:
The customer reported being in the emergency room due to diabetes keotacidosis and high blood glucose of 488mg/dl. Troubleshooting was performed. The caller mentioned that the infusion set was leaking and may have caused her high glucose. Assisted the customer to run a fixed prime test, and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete testing the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.